Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the image space is low. During troubleshooting, fse found that the image disk is damaged and cannot be repaired. Fse replaced hard disk spare part. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the memory was full, and images could not be saved. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the hard disk was replaced, the system was returned to use in good working order.